Event description:
Pt sought med attention due to return of back pain. X-rays and MRI's were done that show some lucency around the implant. No implant migration was apparent. Blood work indicates a possible infection. No fistula or other obnormalities of the bowel were identified upon inspection of the bowel via barium enema and contract CT of the pelvis. Source of microbe is unk.